Event description:
It was reported that set screw anomaly was observed during implant. Device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly was confirmed in the laboratory. The silicone material found inside the set screw hex cavity prevented full insertion of the torque driver, which caused hex cavity to be stripped when pressure was applied to tighten the set screw.